Event description:
It was reported that the device was used during an unknown procedure. The surgeon had "difficulties removing the head of the stapler after the anastomosis. It seems that the stapler cut, but the staples were not really closed." The case was completed using a same like device. "There is a rish of colostomy for the patient".